Event description:
It is reported the system displayed an intermittent cine drive is not available error. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos board and cine bridge pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.